Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left forearm shunt. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a 4-4 non-bsc device. No patient complications nor injuries were reported.